Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned product was patent and met the requirements for leak testing. Therefore the complaint could not be duplicated by laboratory personnel. Proteinaceous debris was noted within the drainage bag. A review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture.

Manufacturer narrative:
The product testing is in progress. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that during testing prior to the procedure, it was found that the product was leaking. According to the report, the product was replaced with a new one to complete the surgery and the patient was well.